Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer was hospitalized; details and nature of hospitalization were not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.